Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. A treatment was successfully completed and the patient chart closed. When the user realized that the treatment record did not write back to lantis and there was no failed job in the network job status, I had her load the pt again and they were able to do it successfully with no message "object of pt x failed to write back to the ois......." There were no black check marks after each field to indicate that treatment had been done. Also, the image acquired today were in the local database. No info was reported that suggests a mistreatment or serious injury has occurred. Preliminary risk assessment is documented. Corrective action is pending investigation and root cause determination.

Manufacturer narrative:
A preliminary risk assessment indicates: severity: 3 (critical) the complaint behavior may potentially result in a serious injury as a treatment session, that is not recorded in the ois. May cause an over treatment of the pt. No other products are concerned.